Event description:
The customer reported that the system intermittently freezes. The interconnect cable is broken.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the interconnect cable. The system operates as intended.